Event description:
On (B)(6) 2012, it was reported that after the patient changed the insulin cartridge in her infusion device, none of the buttons would respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.